Event description:
Robotic assisted partial nephrectomy converted to laparotomy. Robotic instruments and supplies removed. Noticed the scissor tip cover was missing. X-ray was completed (negative) and abdomen was searched with no findings of tip.